Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6 )hospital. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 patient had sought for a legal recourse for injuries related to the device.

Event description:
Note: this manufacturer report pertains to the third of three devices used during the same procedure. Please refer to MFR report 3005099803-2023-01849 and 3005099803-2023-01850 for the associated devices. It was reported to boston scientific corporation that a solyx sis system and xenform graft devices were implanted into the patient during a mid-urethral sling operation for stress incontinence, anterior and posterior colporrhaphy with repair of enterocele, insertion of a graft, vaginal colpopexy, hysteroscopy with polypectomy, and dilatation and curettage procedures performed on (B)(6) 2013, for the treatment of pelvic organ prolapse, cystocele, rectocele, enterocele, and endometrial polyps, and genuine stress urinary incontinence. The patient had third-degree prolapse of her uterus, bladder, and rectum, as well as a third-degree posterior defect that was a combined rectocele and enterocele, which were discovered during the procedure. She had a 2 cm polyp that was arising from the anterior uterine wall and appeared to be benign. Her uterus had prolapsed past the hymenal ring. Furthermore, no patient complications were reported during the procedure. The procedure was well tolerated by the patient, who was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.